Event description:
The reporter alleges back to back results of 160 and 40 mg/dl on the customer's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.